Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session stopped unexpectedly. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6) 2020. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.